Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that at the end of the surgery, during arthroscopic control (tight rope and screw had already been implanted), the system failed after a ripping noise. While trying to secure the tight rope, the button pulled out of the hole and exited from under the skin. The acl tight rope reconstruction procedure was successfully completed by switching to another technique. An endobutton was used to complete the surgery. No patient injury was reported. Broken pieces in the patient were able to be retrieved.